Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition to the reported event, the following non reportable defect was also found during device evaluation: a sparkover with light arc/short circuit between electrode and telescope is identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (h3 was updated and was inadvertently left off the previous report). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the "strap broke during the myomectomy procedure". According to the report, the device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.